Event description:
The customer reported the system had an x-rays disabled error and an intermittent regulator failure during a procedure with pt involvement, therefore this malfunction may have resulted in a possible aro. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted. The snubber board, generator drive board, and the high voltage regulator were replaced during the service call. The system was tested and found to working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.